Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was anticoagulation management due to high patient act values, heparin was stopped to achieve hemostasis as per the clinical description. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Added- d6b, h6 component code 925.

Event description:
The user facility report that during use on a 66-year-old male with an impella 5.5, it was reported that the impella insertion site was oozing. Blood thinner was held for two days and oozing resolved. There was no further harm reported.

Manufacturer narrative:
A.5 ethnicity and race are unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was received in the form of medical safety review and noted the following: medical safety review was completed and noted the following: an adult patient underwent impella 5.5 placement for mechanical circulatory support. Upon initial insertion, the pump failed to start despite three attempts. The issue was resolved after exchanging the automated impella controller (aic), and the device subsequently functioned as intended. The patient passed away 14 days later due to their underlying clinical condition, and it is unlikely the device contributed. The impella 5.5 pump did not start initially; resolved after aic exchange. Performance post-correction: device operated as expected. Clinical outcome: patient status: expired 14 days post-procedure and the cause of death: attributed to underlying condition and unlikely that the device contributed. Based on reported information, the initial failure to start was linked to the aic, not the pump itself. After corrective action, the impella 5.5 functioned as intended. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient's condition. The aic is a malfunction type of reportable event, and the impella 5.5 device will be updated to death type of reportable event. After review of the case by medical safety, it was determined the impella 5.5 event is a death type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated/corrected, repopulated accordingly. Please note the exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. Note: h6: medical device problem/component coding and investigation with coding remains unchanged. This impella 5.5 device report is one of two reports associated with the reported event. Refer related report numbers: 1220648-2024-12979 (aic) and 1220648-2024-12983 (impella 5.5 pump).